Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported the device misfired. A second device was opened and it released clips without being fired. A third device was opened and used to complete the case. There was no consequence to the patient.